Manufacturer narrative:
Date of event has been estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of angina and stenosis are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
(B)(6) study. Research case number:(B)(4). It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed lesion in the distal right coronary artery (drca). On (B)(6) 2020 the patient underwent a percutaneous coronary intervention (pci) stenting procedure in the distal right coronary artery (drca). A 2.5x23mm xience skypoint drug eluting stent (des) was implanted in the target lesion and xarelto (15mg per day) and effient (3.75mg per day) were prescribed to the patient without cessation. At the one-month follow up, there were no issues noted. The patient experienced symptoms of chest pain while sleeping in mid-september and at the 10 month follow up, on (B)(6) 2021, in-stent re-stenosis (isr) was noted via imaging. Revascularization for the rca was completed on (B)(6) 2021 and a 12 month follow up is scheduled for (B)(6) 2021. It was noted that the xience skypoint implanted on (B)(6) 2020 shows no apposition issue or expansion issue with an angiogram. A percutaneous coronary intervention (pci) was performed to treat additional in-stent re-stenosis on (B)(6) 2021, and the patient was discharged from the hospital. As of (B)(6) 2021, there is no additional patient sequela. No additional information was provided.